Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
Report 1 of 2: the customer contact reported device breakage; subsequently, a leak of a chemotherapeutic agent was noted. The tubing set was being used to deliver an unspecified concentration of adriamycin via gravity. Approx one hour after the delivery was started, it was reported that while the nurse was clamping the tubing above the cassette with the slide clamp of the tubing set, the slide clamp cut through the tubing and an unspecified volume of solution leaked. The tubing set was replaced and the therapy was resumed. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.